Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an tfna surgery with the endcaps. After the tfna was fixed, the surgeon removed the device and attempted to insert the endcap (0mm), but it became stuck midway and could not be inserted. The sales rep thought it might be possible that the set screw had not yet been lowered all the way, preventing the endcap from fully inserting. The surgeon tried to retighten the set screw, but the endcap remained stuck in the same position. Another possibility was that a piece of flesh or bone had gotten inside the nail and was interfering with the endcap's threads. After thorough cleaning, the surgeon attempted to insert the endcap again, but it did not go in. The threads on the 0mm end cap appeared to be slightly worn down, so the surgeon decided to issue a new end cap (5mm) and attempt to insert it, but it once again became stuck in the same position and could not be inserted fully. After several attempts, the surgeon was unable to insert it no matter what he did, so the surgeon decided to close the wound without the endcap. The surgery was completed successfully with no delay. In the surgeon's opinion, because the bone was significantly more fragile than usual in this case, bone fragments at the entry point may have gotten inside the nail after the insertion handle was removed, preventing the end cap from fitting into the threads. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (catalog & lot) corrected: d4 (primary UDI number) h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.